Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6) receiving intrathecal lioresal 250mcg/ml, 172.18mcg/day, in a flexible dosing pattern with a basal rate of 7.01 mcg/hour. At pump refill on (B)(6) 2015 no drug could be withdrawn from the reservoir, though there should have been 6.3ml left in the pump. The patient reported experiencing withdrawal symptoms during the last week before refill. There were no audible alarms and no overdosing symptoms at any time. Pump reports and logs were collected and no troubleshooting was performed. The cause of the event was unknown and the issue was unresolved. The refills had always been performed by the same physician at the same clinic. The pump was completely refilled and the patient was sent home. Previously, on (B)(6) 2015, the dose had been 148.54mcg/day (250mcg/ml) at a 5.83 mcg/hour basal rate which was increased by to 172.18mcg/day with a basal rate of 7.01 mcg/hour. On (B)(6) 2015 the dose was first increased to 200.08mcg/day, 8.01 mcg/hour and then decreased again to 172.18mcg/day at 7.01 mcg/hour. The issue would be closely monitored at the next refill. The next expected low reservoir alarm was noted as (B)(6) 2016. No surgical intervention was planned. The patient status at the time of this report was "alive-no injury." The patient's medical history was reported as "none." The lioresal lot number and concomitant medications were not obtainable. Additional information was requested to clarify the indication for use, programming changes occurring on (B)(6) 2015, specific symptoms, potential causes, and if hospitalization was required. If additional information is received, the event will be updated. Information was received on 2015-12-18 from the representative who clarified that the pump indication for use was for chronic pain, even though the pump was filled with baclofen. Regarding the programming changes made on (B)(6) 2015 where the programming was changed within minutes, the physician indicated this was a programming error that was immediately corrected. Regarding the withdrawal symptoms, specifically the patient experienced increased pain. The patient came in for a pump check on (B)(6) 2015, at that time 15 ml were withdrawn from the pump. However, the reservoir drug volume should have been 24 ml. The physician believed a pocket fill was very unlikely, but could not rule it out. Ultimately, regarding the cause of the volume discrepancy, it remained unknown. The patient would return to the health care provider for another check on (B)(6) 2015. The patient did not require hospitalization. Information was received from a company representative on (B)(6) 2015 who indicated that the patient came to the clinic on (B)(6) 2015 for an additional checkup. The pump was interrogated and it showed a residual volume of 35 ml. The reservoir was then emptied and 34 ml was withdrawn from the reservoir. The patient was feeling fine and there were no signs of overinfusion, etc. The pump was then refilled. Another appointment was scheduled for the end of (B)(6) 2016. Information was requested for the serial of the physician programmer used and clarification of the type of programming error. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2016 the representative reported that the patient came in for an ambulatory check of the pump. The calculated residual volume was 15.5 ml. The pump was then emptied and 15.5 ml could be withdrawn from the pump. The patient was feeling fine and receiving good therapy. The serial number of the programmer was (B)(4). The cause of the programming error was unknown. Should additional information be received a supplemental report will be filed.